Event description:
A pump screen unexpectedly went blank and displayed a reset screen, with no need to be plugged into a power source. The customer's blood glucose level showed as "high," but there was no record of specific values. The customer administered a correction bolus via the pump and did not need assistance from a third party. It was the first time the customer reported this issue with the pump. Technical support explained that the pump reset was a safety feature and guided the customer on actions needed after such resets, including reloading the cartridge and restarting cgm sessions. With the help of technical support, the customer successfully resumed insulin delivery.